Event description:
It was reported that while turning the rod, the rotation key and forceps broke. The surgery was completed successfully with alternate tools in the surgery room. No adverse consequences to the patient were reported.

Manufacturer narrative:
The product was returned for evaluation and the event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the reported event was determined conclusively to be due to normal wear and tear as the instrument was confirmed to be about 4 years old with no issues found in the manufacturing records.

Event description:
It was reported that while turning the rod, the rotation key and forceps broke. The surgery was completed successfully with alternate tools in the surgery room. No adverse consequences to the patient were reported.

Manufacturer narrative:
The initial reporter was updated from physician/surgeon to clinical support employee.

Event description:
It was reported that while turning the rod, the rotation key and forceps broke. The surgery was completed successfully with alternate tools in the surgery room. No adverse consequences to the patient were reported.